Event description:
Three medtronic ave s670 stents were inserted in the right coronary artery. Two were successfully deployed and the third dislodged and remains in the pt's arterial vasculature. A fourth 3.0mm diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the right coronary artery. The stent dislodged from the stent delivery system into the right femoral artery. The dislodged stent was successfully snared from the right femoral artery via access from the left femoral artery. A fifth s670 stent was successfully deployed in the right coronary artery. There was no add'l clinical sequelae reported relative to the event. There was no device sent back for evaluation. The device history review revealed no issues relevant to the complaint. A separate medwatch report has been submitted for the other device involved in this event.